Event description:
A review of service data detected a reportable event. During servicing, battery (B)(4) was found to have one or more leaking cells. The last patient to use this battery did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The cause of the discharged battery pack was defective cells within the battery pack. One or more cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack.